Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 10apr2012. (B)(4) was manufactured on 13mar2012. Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. This section also informs how to properly insert the data card to the cf slot on the system monitor and how to access and download the controller log files appropriately. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a damaged eject button on the data card slot was confirmed. Visual inspection of the returned system monitor serial number (B)(4) revealed a damaged eject button for the data card. Due to the ejection button damage, the system monitor¿s main printed circuit board assembly (pcba) was replaced. After the main pcba replacement, the monitor was tested the per system monitor service procedure where the system monitor performed without any issues, and passed all required tests. The repaired monitor (B)(4) was forwarded to the rental/loaner pool. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate system monitor came in for routine maintenance. During analysis the eject button of the card slot was found to be damaged.